Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. There is no information to indicate that a malfunction occurred. Allergic or adverse reactions are known risks of hemodialysis. The nxstage user guide and instructions for use include platelet decrease as a potential risk associated with dialysis therapy and also include warnings to monitor for potential platelet decrease. Biocompatability has been established.

Event description:
A report was received on 23 apr 2021 from a healthcare professional (hcp) via literature regarding a patient with unspecified pathology stating the patient experienced a decrease in platelet count and gastrointestinal bleeding after performing hemodialysis treatments with the device on unspecified dates. Per the hcp, the patient changed to a dialyzer from a different manufacturer and the platelet level improved. The patient continues to perform treatments with the nxstage system one with no further symptoms reported.